Event description:
It was reported that the monitor on the 6600 system is not working. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the left monitor and high contrast pcb. The system was tested and found to be working as intended and placed back into service.